Manufacturer narrative:
(B)(4), (hypotonia), (B)(4).

Event description:
It was reported that the pt experienced "poor tone control over the last several months with increased tone over the past year". Diagnostic testing was suggested a catheter kink or blockage due to the hcp being unable to aspirate any fluid. A catheter revision was done. Intra-operatively, the hcp disconnected the catheter from the pump. There was no retrograde flow of cerebrospinal fluid obtained; therefore, the decision was made to replace the entire catheter which consisted of 3 segments. The pt was restarted on a daily infusion rate of 96 mcg/day of lioresal. The pt was admitted into the facility for evaluation "over the next two or three days to titrate the appropriate amount of medication contingent on how the pt is responding to the therapy". The pt was receiving lioresal at a dose of 663 mcg/day in simple continuous infusion mode. A f/u report will be sent if additional information becomes available.